Manufacturer narrative:
The reported event can be confirmed as the surgeon sent a few photos that showed the right-side tmj component was removed. The surgeon did not report any device failure, malfunction, or other performance issues. The device was sterile before the surgery (run sheet 2151). No irregularity was reported. No lab results were received. However, the root cause of this event cannot be determined.

Event description:
It was reported there was a revision surgery to remove the device.

Event description:
It was reported there was a revision surgery to remove the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.